Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed displacement test, rewind, basic occlusion, excessive no delivery alarm test, self test, off no power test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test including occlusion test due to prime anomaly. Motor was tested outside the device and passed. No motor error alarm noted. The insulin pump was received with a severely scratched lcd window and missing end cap sticker.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 800 mg/dl. The caller also reported that the insulin pump alarmed motor error multiple times during the priming process. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. Advised the caller that the insulin pump would be replaced due to the alarms. Nothing further was reported.